Manufacturer narrative:
Corrected data: section h6: complaint codes corrected. Manufacturer¿s investigation conclusion: the reported stenosis of the outflow graft could not be confirmed through this evaluation. Additionally, review of the submitted log files confirmed the reported low flow alarm. Although a specific cause for the low flow alarms could not be conclusively determined through this evaluation, the account reported that the low flow alarms were caused by hypovolemia and a small left ventricle. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be determined through this evaluation. The submitted controller event log file captured events from 19dec2024 through 20dec2024. A transient low flow hazard alarm was captured on (B)(6)2024, which was associated with an elevated pulsatility index (pi) value. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction,¿ lists adverse events, including hemolysis, that may be associated with the use of the heartmate 3 lvas. This section provides an explanation of pump parameters, including pump flow and pulsatility index (pi). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. In reference to pi, section 1 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Lower values indicate less ventricular filling and a lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle). Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6, ¿patient care and management¿, outlines the recommended anticoagulation regimen, including the international normalized ratio range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. Section 7 of the IFU, ¿alarms and troubleshooting,¿ and section 5 of the patient handbook, ¿alarms and troubleshooting,¿ outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was experiencing frequent low flow alarms, with dizziness and near syncopal episodes. The patient was scheduled for right heart catheterization, with potential for left heart catheterization as well. There was a rise in the patient's lactate dehydrogenase baseline from 260's to 485. Computed tomography angiography showed small to moderate short segment stenosis at the left ventricular assist device (lvad) outflow graft at the aorta. The remainder of the outflow graft appeared widely patent. Log files were sent for review and the event log captured low flow events on (B)(6) 2024. There were also several low flow flags which did not persist long enough to trigger a low flow alarm. The customer thought there was a combination of hypovolemia and hypertension contributing. The cause of the low flow alarms was identified to be hypovolemia and small left ventricle. Troubleshooting steps included fluid resuscitation and fludrocortisone (florinef). The patient experienced syncopal episodes at the time of the low flows. Hemolysis was not confirmed. The results of the right heart catheterization showed normal right and left filling pressures, with normal continuity of care index.